Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sediment in the patients urine plugs the anti-reflux valve. When the valve is plugged, the patient noted that the urine does not drain into the bag, causing leakage around the tube. It was also noted that the patient taps an shakes the tube at the top of the bag, allowing the sediment to drain through the anti-reflux valve and into the bag. Per additional information, the patient irrigates the drain bag tube daily with acetic acid due to sediment in urine. The drain bag has been in use since (B)(6) 2018.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 drain bag for evaluation. The visual inspection noted that there appeared to be some sediment in the anti-reflux valve. The valve in the drip chamber was not occluded and the drainage tube was not kinked. The received sample was functionally tested by passing water through an in house 16fr. Catheter (not part of the samples received). Observed no drainage problems, and the flow was continuous during the test. The drainage test for customer complaint-catheters/drainage bags indicates that 250 cc must be drained in 64 seconds maximum. The results were the following: time to drain 250 cc: 45 sec. The sample received reached the intended drainage indicated in less than 64 seconds. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the sediment in the patients urine plugs the anti-reflux valve. When the valve is plugged, the patient noted that the urine does not drain into the bag, causing leakage around the tube. It was also noted that the patient taps an shakes the tube at the top of the bag, allowing the sediment to drain through the anti-reflux valve and into the bag. Per additional information, the patient irrigates the drain bag tube daily with acetic acid due to sediment in urine. The drain bag has been in use since (B)(6) 2018.